Manufacturer narrative:
The suspect part was returned, and the factory evaluation reported no problem found. This burning smell is a common occurrence with no safety impact, we reported it at the time of receiving the complaint because it was unclear whether there was an actual fire, which there was not. Hazard=adverse impact to operating room environment. Description = component failure results in smoke, flame, or odor emitted from machine. Mitigation/risk control measures = system designed to meet (B)(4) requirements for normal and single fault conditions.

Event description:
Burning smell and physical smoke and smell of ozone

Manufacturer narrative:
The associated service work order notes that there was no injury or safety concern associated with this event. Additional information is being gathered on this case.